Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient rep (caller) regarding an external device. The reason for call was caller reported that 2 days ago, the controller was not working and was not communicating with the implantable neurostimulator (ins). Caller said the controller and the implant were charged up and they tried numerous times, but they still couldn't connect to the implant. Caller noted that the implant was not charging neither. Agent asked caller if they got any error message, but caller said they didn't know anything about the device, and they couldn't confirm if the recharger was plugged into the controller when they were having issues. During call, agent had caller reset the controller. Caller then gave the phone to the patient and patient connected the recharger to the controller. Patient said that the controller battery was at 30% while the implant battery was recharging at 60% with excellent quality. Agent had patient disconnect the recharger and patient said they got settings not available message. Patient locked controller and unlock the controller without the recharger plugged in. The controller connected as intended but they were getting the message settings not available. Patient said that whenever they would try to increase their stimulation, they would get settings not available message on all groups. Agent redirected patient to their healthcare provider. Patient (pt) called back and stated that settings not available message continued to display. Pt mentioned that they could not make any adjustment in all groups. The patient's father (pt rep) later reported the patient was having an issue with the device and the patient was in a lot of pain, and noted the patient had called earlier. Pt rep called back and mentioned pt will reach out to their healthcare provider (hcp). Pt rep mentioned pt had no issues until they started working at their new job about a month ago. Pt works at a prison at a health facility and has to go through metal detectors/security devices back and forth. It has been working and now pt was getting settings not available. Pt rep called to ask if security devices/metal detectors could affect the implant and cause settings not available. Reviewed. Pt rep also asked for a card stating that the device can trigger metal detectors.